Event description:
Reportedly, the patient was hit in the head over the implant site and the internal magnet was displaced from the pocket. The patient underwent a revision surgery (date not reported) to place a new magnet into the internal device magnet pocket.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.